Event description:
Ed urine pregnancy test resulted "positive", pt sent to ultrasound to r/o ectopic pregnancy at which time lab resulted beta hcg <2 and then labs urine pregnancy result negative - ultrasound did not detect pregnancy - on pts return to ed repeat urine tested negative for ed urine preg. Test.